Event description:
Info received indicates the head section of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the CPR valve not functioning properly. He replaced the CPR valve to repair the bed.